Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from japan that during an arthroscopic rotator cuff repair procedure, it was observed that the l-shaped metal part at the tip on the vapr tripolar 90 suction electride device had floated away but was removed to prevent it from falling into the patient's body. Another like device was used to complete the procedure. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the device was received and visual inspection revealed that the active tip had the metal cap detached. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection of the device. Visual inspection revealed that the tip was in a used condition with tissue debris in the suction holes. The cut return cap was detached. The cap was returned for inspection. Handle, cable and plugs assemblies are in good condition. Shaft is deformed with sign of excessive force being applied. No saline reside in the suction tube. Electrical and functional testing were not performed due to cap detachment. The device has been returned with the cut return cap detached from the ceramic, the cut return cap was returned with the device. Inspection confirmed there was no glue on the ceramic and the glue remained on the inside of the cap. The cut return wire had broken with a section remaining welded to the inside of return cap. Visual inspection shows the cut return cap to be fully detached which confirms the customer reported problem that in the surgery, when the surgeon was using tripolar in question, the l-shaped metal part at the tip has floated away. The complaint device return cap shows a good coverage of glue on the detached return cap and there is clear evidence of a good weld. The device has been built to the manufacturer's specification with no manufacturing fault detected. The cut return wire welded to the back of the return cap has been torn off the device and the wire is still in the ceramic of the device. There are many scratches on the return cap, ceramic and the shaft which would indicate the device has come into contact with a metal object. It is possible that this device has been used on a patient with a metal joint and the distal end of the device got stuck in the joint and while being withdrawn has torn the return cap off, the deformed shaft is further evidence of this. Based on the condition of the device it can be concluded that the cause of the cut return cap detaching in this case is excessive load/heavy use being applied at the distal end of the electrode; misuse. The product IFU cautions - observe extreme caution when using electrosurgery in close proximity to, or in direct contact with, any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment. The product IFU cautions; carefully insert and withdraw electrodes to avoid possible damage to the device and/or injury to the patient or surgical personnel. The product IFU cautions; electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. A manufacturing record evaluation was performed for the finished device lot number: u2404012, and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential root cause is traced to misuse of the device. Therefore, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.